Event description:
It was reported that the patient presented to the clinic and post-paced t wave over-sensing was noted on the device. Programming change was made. The device will be monitored remotely. There were no adverse health consequences to the patient.